Event description:
It was reported that the cot was positioned at half height when the patient sat on the cot, the foot end of the cot dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.